Event description:
Allegedly the patient was revised due to mom complications (right).

Manufacturer narrative:
This is the same event as 3010536692-2014-00686.

Manufacturer narrative:
Complaint review was conducted and analysis showed no trend for item/lot.